Event description:
The user facility returned the lma in question to the MFR for evaluation. The u.s. Distributor has requested permission to conduct an in-service visit at the user facility in response to the two reports of connector breaks. A supplemental MDR will be filed if add'l info is obtained, otherwise the file will be considered closed.